Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Prior to sensor insertion the patient washed the area and prepped with alcohol. The patient developed a rash, infection, and skin discoloration under the sensor pod area only. On the same day, the patient consulted her physician who prescribed an oral antibiotic (doxycycline, unspecified dosage for 7 days), a topical steroid (triamcinolone cream), and a topical calcineurin inhibitor (elidel cream) medication. The patient mentioned she has sensitive skin and has a history of allergies to latex and uses the topical creams as needed for the underlying condition. On (B)(6) 2025, tech support contacted the patient and confirmed the reported ¿scarring¿ is skin discoloration and the area has already healed, and she was doing well. The photo of the skin reaction in the complaint record was reviewed. The close-up photo shows dry skin and there is no visible skin discoloration or sensor footprint. The allegation is undetermined with the photo. Per medical review, this would constitute a serious adverse event as there was medical intervention (the patient was prescribed oral antibiotic medication).